Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) indicated that she was aware that the device was near elective replacement indicator (eri) and the device was emitting beep tones. The device was interrogated and indicated eri was triggered due to a monitoring voltage of 2.53 volts and charge time measurements of 19.5 seconds. A change out procedure was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.